Manufacturer narrative:
Per investigational findings, bd has determined that the event is not reportable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the usb port for this arctic sun device appeared to not be functioning. Nurse attempted several times with different usbs and each time the device alarmed no usb found. The device was under warranty and would be returned for warranty repair. As per customer via phone on 24feb2023 it was reported that the loaner was received and they were in the process of shipping the malfunctioning unit back.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the usb port for this arctic sun device appeared to not be functioning. Nurse attempted several times with different usbs and each time the device alarmed no usb found. The device was under warranty and would be returned for warranty repair. As per customer via phone on (B)(6)2023 it was reported that the loaner was received and they were in the process of shipping the malfunctioning unit back.